Event description:
It was reported that one of the y-sites of a catheter extension set broke. This occurred during patient infusion, 3 hours into use. The reporter stated that excessive force was not applied to the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that one of the interlink y-sites was broken into two pieces. This confirmed the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.